Event description:
It was reported that a plastic piece from an rf probe became dislodged and separated from the unit during use. The piece was retrieved from the pt. Subsequently, a short occurred with the unit.

Manufacturer narrative:
Final investigation showed that insulation was missing from the back of the distal tip of the device. This type of damage is consistent with the device having been operated with insufficient irrigation, causing the device to overheat and the insulation to break.